Event description:
At patient's first follow-up since implanted two months prior, loss of atrial capture present. Intermittent capture seen at maximum atrial outputs. Chest x-ray advised and physician to determine course of action at this time.